Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reduction forceps w/serrated jaw-medium handle-soft ratchet (p/n: 399.124, lot #: 5917852) was returned and received at us cq. Upon visual inspection, it was observed that the lock pin which holds the device is broken at the pawl. No other issues were identified with the returned components of the device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The complaint condition is confirmed for the reduction forceps w/serrated jaw-medium handle-soft ratchet (p/n: 399.124, lot #: 5917852). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 399.124, lot #: 5917852, per jde the product was released: 03/13/2013. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing, three (3) forceps do not stay clamped, one (1) forceps has a broken tip, two (2) screwdrivers has a broken tip, one (1) screwdriver has a loose bottom piece, two (2) large quick coupling ao adapter was broken. There is no patient involvement. This report is for one (1) reduction forceps w/serrated jaw-large handle-soft ratchet. This is report is 6 of 6 for (B)(4).